Event description:
It was reported that the ilet device¿s touchscreen was cracked for several months but remained functional, with the user able to continue normal operation and no device alerts or alarms reported. Symptoms included no injury or clinical effects. Outcomes included no impact on health or medical care. Investigation included a review of product history and complaint details and an assessment for physical damage and performance. Investigation of this case revealed physical damage to the touchscreen with no evidence of performance degradation or safety risk. It was concluded that the device experienced a cracked screen without adverse health effects and that the device functioned as intended despite cosmetic damage.